Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials are: (B)(6). Patient weight not provided for reporting. Date of event: unknown. UDI: unknown part number, unknown lot number. This report is for unknown unknown 42mm distal locking screw/unknown lot number. Date of original implant: (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4): this event resulted in pain, and required additional intervention to remove the construct and revise to another nailing system. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient was originally implanted with a left trochanteric fixation nail advanced (tfna) in (B)(6) 2016. On an unknown date, the patient was seen post operatively for complaints of left lateral pain at the surgical site of the femoral neck. An MRI and x-ray revealed a nonunion. On (B)(6) 2016, the patient underwent revision surgery for the extraction of the tfna for the nonunion and complaints of pain. A 360mm x 10mm nail, a 105mm spiral blade and a 42mm distal locking screw were removed. The devices were sent to the lab as part of the hospital protocol and reportedly came back clear. The patient was revised to a competitor's nail. The procedure was completed successfully without delay. The patient was reported to be stable. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).